Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to performed the basic occlusion, occlusion, excessive no delivery alarm due to prime fill anomaly. However, unit passed the displacement test.